Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as insulin pump had blank display and half of the plastic around the reservoir compartment was missing. The customer¿s blood glucose level was over 400 mg/dl. Customer reports damage to the insulin pump. The customer was treated with manual injections. Troubleshooting was done for high blood glucose and blank display and display did returned. The insulin pump will not be returned for analysis.